Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Hmsc reported episodes showing noise on rv lead. Lead trends appear stable. Noise was not reproducible during isometrics. Data to be presented to physician for next steps. Lead currently remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.